Event description:
It was further reported that a device changeout and lead extraction is planned. It was later reported that the device and ra lead were explanted and replaced as part of a system upgrade. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had four ventricular tachycardia (vt) episodes, and the anti-tachycardia pacing accelerated the rhythm into ventricular fibrillation (vf), resulting in delivery of inappropriate shocks. In addition, high thresholds were exhibited with the right atrial (ra) lead. The device was reprogrammed and remains in use, and the ra lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage and stretching.